Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl. Customer states that insulin pump had pump error. Customer assisted with self test and it was failed. Customer assisted with displacement test and it was passed. Customer states that insulin pump had calibration not accepted alert. Customer also reported that blood at site. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected device or an error in the motor was detected by reading unexpected value from hall sensor error alarms noted during testing however, hardware low level failures error confirmed in the downloaded history file due to broken pin on the keypad assembly. The motor was tested outside of the device and passed.